Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple storage space was not detected on the bus. A field service engineer (fse) found that the enhanced half height drawer 6.1 was off the bus. Upon inspection, the data light on the pyxibus module board for drawer 6.1 was blinking. The station was powered off, the rowboard cable was reseated, and a damaged retractor band was replaced. Functionality was tested in diagnostics, and the customer confirmed successful operation. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple storage space was not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.